Event description:
Burning of eyes, tearing, sensitivity to light after using walgreens' brand gas permeable hard contact lens cleaner (small bottle, concentrated type). I used it correctly (rinsed it off contact lenses completely before placing them in the overnight soaking solution or in my eyes). I do not have, nor have I ever had (20+ years of hard contact lens wearing) a sensitivity to any other contact lens products. I used this cleaner for several days, with the same negative effects. At first I thought I might be suffering from seasonal allergies, but yesterday evening I removed my lenses and cleaned them with another MFR's product, and this morning I did not have any of the symptoms that I had been having.